Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11. It was reported the cs300 intra aortic balloon pump (iabp) had maintenance required # 3 (balloon transducer offset failure). Patient involvement is unknown. Biomed repaired in house. No further information available.

Manufacturer narrative:
A supplemental report will be submitted once all investigation activities have been finalized.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed maintenance code 3.